Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the rep stated that upon interrogating the ins with the 8840, it was showing por. The mdt rep stated that patient noticed por message on programmer yesterday and a return of symptoms about a week ago. The mdt rep cleared the por and attempted to go to program 2 (which had higher than normal amplitude, pw and rate) but the por message appeared again. Tss reviewed that por is likely showing due to low battery and ins is probably near end of service. The mdt rep was able to run impedances on the call (patient felt stim during check) but all pairs were showing over 4k ohms. Patient denied any recent falls/trauma. The mdt rep was able to program typical interstim settings and turn amplitude up but as soon as they reached 0.4v, the ins went into por again. The issue was not resolved through troubleshooting. Tss reviewed that patient may have two separate issues going on - the ins reaching eos and potentially an issue with the lead but it's not clear at this point. Tss suggested obtaining imaging of the system to see if there are any issues visible and consider intra-op testing of the lead during the ins replacement. No further complications were reported at this time.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va1dupb, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 12-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1dupb serial# implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They stated that the cause of the high impedance was not determined, and it was unknown what likely caused or contributed to the issue. They stated the patient has been scheduled for full replacement. The cause of the por was unknown, and they stated it was likely reaching end of service. They stated to resolve this issue the patient has been scheduled for replacement.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1dupb. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.